Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dual-lumen peripherally inserted central catheter (PICC). The customer reports that the rn was putting the baby back in bed after feeding, heard a snap, and the PICC was on the floor. The lines were not tangled or caught in anything. Immediate assessment revealed that the PICC is visible under the dressing. The customer was unable to clamp as the PICC still in the baby was underneath the dressing. The PICC rn and md were called. The PICC rn was in to remove the broken PICC (no issues, tip intact). IV access was still required for full course of the anti-viral medication (ends (B)(6)).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.